Manufacturer narrative:
Continued from d.11: light blue non-bd alcohol disinfectant cap; td (B)(6) 2019 the customer report that the pumping segment leaked was confirmed. Visual examination under microscope observed no crush marks to the upper or lower blue fitment. No other anomalies were noted during visual inspection. Inspection of the set's silicone segment component observed there was a slanted cut, directly below the lower fitment component. Functional testing was performed and a leak was immediately observed from the slice cut during testing. The set was pressure tested and leaking was observed at the silicone tubing. No other anomalies were noted on the set. The root cause of the sliced cut was not identified.

Event description:
It was reported that in the neonatal ICU, the pumping segment leaked tpn. The nurse covered it with a sterile guaze and; "had to put tpw because nothing else fit". The customer stated that there was no patient injury.

Manufacturer narrative:
The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the neonatal ICU, the pumping segment leaked tpn. The nurse covered it with a sterile guaze and "had to put tpw because nothing else fit." The customer states that there was no patient injury.